Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer's touch screen was not working, however, the stylus was found to be worn out. All found defective parts were replaced, and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the "touch" (touch screen) of the programmer was not working. The programmer has been returned to service. There was no patient involvement.